Event description:
Customer reported unit will not send the signal to the nurse call station. Customer tested the nurse call cable and verified it is working properly and will not be sending it in for evaluation. There were no physical cracks on the case of the unit. They have made sure the nurse call cable is connected properly to the receptacle on the alarm. No patient incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: evaluation of the returned unit found that the nurse call light does not come on at the nurse call test fixture when it should. A working test fixture and cable was used. Unit passes all other functional tests. User added an identification label to unit and half of the warning label is pushed into the alarm case. Note: the product instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged into both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).